Event description:
The customer reported getting a dotted line for v1 when doing a 12 lead ECG. A field service engineer was dispatched to the customer site. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported getting a dotted line for v1 when doing a 12 lead ECG. A field service engineer was dispatched to the customer site. There was no reported adverse pt impact. The customer called back and cancelled the field service engineer appointment where the customer was unable to narrow the problem to a specific device. We will consider this a malfunction. Phillips is unable to confirm the reported problem. As of (B)(6) 2012, the customer has not reported any further trouble with this device.